Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
The patient had 30mm x 96 mm main body graft implanted alongside a 24 mm x 56 leg extension sometime may 2010. Recent imaging noted a type 3 endoleak coming from the bifurcation of the main body graft. The patient is expected to have an additional procedure for relining of the device. Additional information has been requested, however it was not provided at the time of this report.

Manufacturer narrative:
(B)(4). Investigation - evaluation: clinical imaging review: imaging of this case was reviewed by outside professional clinical review. The impression gathered was: a type ill endoleak is confirmed by exclusion of both type I and ii endoleaks. Two sources are possible. The leak either originates from the left main body at the superior margin of the distal main body stent or at the superior margin of second most distal main body stent. The initial arterial phase appearance favors a leak from the second most distal main body stent margin while the washout pattern favors a leak from the distal most main body stent. Implantation of the contra lateral limb above the flow divider along with aortic tortuosity tipped the contra lateral limb laterally so that its superior margin poked into the left main body wall. This may have caused the contralateral limb, to erode the main body fabric. Calcification adjacent the fabric at the left superior margin of the second most distal main body stent also potentially may have eroded the main body fabric. However this type of calcification is common and overwhelmingly innocuous. Significant findings relative to the patient's anatomy were observed. Calcification adjacent the fabric at the left superior margin of the second most distal main body stent also potentially may have eroded the main body fabric. However this type of calcification is common and overwhelmingly innocuous. Significant findings relative to the disease state were not observed. Significant findings relative to the use of the device. Were observed. Implantation of the contra lateral limb above the flow divider along with aortic tortuosity tipped the contra lateral limb laterally so that its superior margin poked into the left main body wall. This may have caused the contralateral limb to erode the main body fabric. Significant findings relative to the design or performance- of the device were observed. A type iii endoleak from the left main body was confirmed. Cause of adverse event was not observed. A review of the complaint history, drawings, device history record, documentation, instructions for use (IFU), specifications, and quality control of the device was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record could not be performed due to insufficient lot information. The device is shipped with an instruction for use (IFU) that describes the intended use, specific items are addressed such as: "confirm position of distal end of the iliac leg graft. Reposition the iliac leg graft if necessary to ensure both internal iliac patency and a minimum overlap of one full iliac leg stent (i.e., proximal stent of iliac leg graft, maximum overlap of 1.5 stents) within the main body endovascular graft." Drawing review shows that the superior stent is 22 mm long and the second is 12mm for the tfle grafts. Therefore, the 1.5 stent length maximum overlap would be 30 mm. As the contralateral limb distal stent is 22 mm long and the image review stated that the limb was implanted 12mm superior the flow divider, the leg graft had an overlap of 34 mm. This placement is outside of the IFU. Based on this information, the root cause is either due to patient anatomy (tortuous) and procedure outside of the IFU and/or anatomy (calcification). Therefore, the root cause is unknown. The appropriate internal personnel have been notified. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
A male patient of unknown age had 30 mm x 96 mm main body graft implanted alongside a 24 mm x 56 leg extension sometime may 2010. Recent imaging noted a type 3 endoleak coming from the bifurcation of the main body graft. The patient is expected to have an additional procedure for relining of the device. Additional information has been requested, however it was not provided at the time of this report.